Event description:
Healthcare professional reported right side device rupture, capsular fibrosis bilateral baker grade IV, recall, and patient 'felt that something was wrong'. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6

Event description:
Healthcare professional reported right side device rupture, capsular contracture, baker grade IV, infections in the interior of the breast, recall, and patient 'felt that something was wrong'. Healthcare professional later reported "bottoming out". The report of cysts have been deemed not device related. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. Photographic device evaluation: a review of the device through photographs noted an opening on the device, however the assessment of the opening cannot be confirmed as microscopic analysis is not possible. The events of capsular contracture, infection, migration and anxiety could not be observed as those are physiological complications.

Event description:
Healthcare professional reported right side device rupture and patient 'felt that something was wrong'. Additional cyst, not device related. The status of the device is unknown.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, corrected and/or changed data: b.5, b.6, d.1, d.2a, d.4, h.4, h.6.

Manufacturer narrative:
Additional, corrected and/or changed data: a2, a4, b3, b5, b6, d6b, h6 the event of bacterial infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: bacterial infection

Event description:
Healthcare professional later reported infections in the interior of the breast usually the cutaneous appendages (sebaceous glandular glands) living bacteria.¿ partial capsulectomy was performed.

Event description:
Healthcare professional reported right side device rupture. The status of the device is unknown.

Event description:
Healthcare professional reported, right side device rupture. The status of the device is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: device rupture.